Event description:
Same case as 2134265-2015-03157. It was reported that the wire became detached. The target lesion was located in the mid right circumflex artery(rca). A rotablator rotational atherectomy system and a 325cm rotawire were selected to treat the target lesion. While testing the rotation outside of patient's body, it was observed that the burr was touching the curve part of the wire for a long time. It was then noted that the wire was detached. The procedure was completed with another of the same device. No patient complications reported and patient's status is good.

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).